Event description:
The patient's family member called lifescan (lfs) and alleged that the pt's meter was prompting an unknown message. The patient tested their blood glucose earlier in the day and obtained a result of 235 mg/dl. They took 10 units of their 70/30 insulin as directed by their physician. Approximately 5 hours later, the patient began exhibiting hypoglycemic symptoms. Their family member attempted to test their blood glucose but was obtaining an error message. The family member gave the pt a tube of glucose and called the paramedics. The paramedics arrived and they tested the patient with their own meter and obtained a result of 20 mg/dl. They also gave the patient a tube of glucose. When the patient was able to eat, they were given a peanut butter sandwich and juice. They were not taken to the hospital. The paramedics advised the patient to contact lfs for a replacement meter. The issue was not resolved with troubleshooting. A replacement meter is being sent.